Event description:
During product evaluation by a baxter service technician, a colleague infusion pump experienced a failure code 199:117:284:0000 after the user interface module (uim) replacement. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). This condition was caused by the replacement of the user interface module printed circuit board (uim pcb). No repair was determined to be necessary. If any additional information is received, a follow-up MDR will be sent.